Event description:
The nurse had placed the IV tubing into the IV pump and the tubing bubbled up like a balloon. The tubing had not been flushed. When the staff opened the door of the pump it was reading channel error. The staff changed the tubing. This has recently occurred on three other occasions.